Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemic shock and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient reported her cgm was reading 400 mg/dl which led her to self-treat with insulin before going to sleep. The patient reported experiencing loss of consciousness and regained consciousness while in an ambulance. The patient could not recall who called the paramedics. While being transported to the hospital, a fingerstick was taken by the paramedics which read 29 mg/dl. The patient could not recall the treatment used to raise her blood glucose levels. No further treatment was reported to be needed and after 6 hours the patient was discharged. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed.the probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.